Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the power is turned on again after operating the unit for 2 hours, it does not start. As5000 main unit with appropriate installed serial number (B)(6). System time 1914h, pump time 1774h, and system pumps.

Event description:
It was reported that the when the power was turned on again after operating the unit for 2 hours, it did not start. The arctic sun device main unit with appropriate installed s/n (B)(6). System time was 1914h and pump time was 1774h. Per follow up information received via email on 19sep2024, the device was sent to us. Unknown about repair and issue was resolved or not.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. This event is not reportable. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The control panel was attached to a test device and powered on for two hours. The test unit was able to power on and off normally, with no apparent issues. No repairs were made, as the panel was found to function normally. Correction: d, f, h. Section e: initial reporter zip: (B)(6). The reported product number is a spare part. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.